Event description:
The facility reported a colleague infusion pump with a malfunction of all channels failed. This is addressing the failure of channel c. This condition had the potential to interrupt delivery. The event was reported to have occurred after infusion in the coronary care unit. There was a patient involved, however there was no report of patient injury or medical intervention. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump of "all channels failed" was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to poor connections at the j11 connector or wiring. The pump head module on channel c was replaced to correct this condition. Additional information: a service history review revealed that the device has been serviced five times prior to this event. The device has not been previously sent into service for the reported condition. A device history record review was also performed finding that the pump failed '814:09' at channel c. The pump head module was changed and passed subsequent testing.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.